Event description:
During a follow-up, a decrease in sensing was observed. Lead was explanted when an attempt to reposition was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.